Event description:
It was reported that there was unintended shaver activation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: shaver turns off on it's own. Confirmed failure: damaged cable (not cut), hi-pot failure. Probable root cause: isolation circuit failure, moisture gets into housing, damaged motor, damaged/frayed cable, use error . The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was unintended shaver activation.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: breaking resistors on the flex circuitry due to stress on flex cable. Membrane switch button contact comes off location due to heat from sterilization, moisture ingress or stress due to improper assembly improper/inadequate marking of buttons. Console not delivering power to shaver. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that there was unintended shaver activation.